Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated an optical calibration expired message. The customer stated that the blood pressure (bp) was displaying 170s/9 and the augmentation went from the low 100s to over 200. They also reported a poor arterial waveform. The bedside bp was in the 115/70s. The customer attempted to improve the waveform and bp by calibrating with the "zero" key, disconnecting the fo connector and reconnecting. They also attempted to use the transducer that was connected to the console via a pressure cable, but there was no underlying waveform when the fiber optic cable was removed. The fiber optic message had disappeared. They reported that the central lumen would not flush and they had no alternate arterial line available. The getinge representative suggested another arterial line, or replacing the iab as the bp displayed was inaccurate, the waveform was poor, and they had no alternate arterial line site. It was also suggested that they attempt to aspirate the iab central lumen to see if it is fully clotted. The customer was not comfortable with aspirating and wanted to call the physician for next steps. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.